Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The connecter collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned with the broken connector collar piece. No other failures were observed. Based on the return condition of the device and the results of the investigation, the reported failure mode ¿break; cord¿ was confirmed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable connector separated from the end of the cable when disconnecting. The cable was taken out of use from future procedures. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable connector separated from the end of the cable when disconnecting. The cable was taken out of use from future procedures. The hospital did not report any patient effects.